Manufacturer narrative:
Eval summary: based upon the inquiry info received, visual and functional examination; the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all prod requirements and returned to the customer.

Event description:
It was reported that during the breast procedure that an unk green cable error occurred. Also the bad probe message came up. The holster was replaced, and the case was completed without any pt consequence.